Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed via remote transmission. Patient was asymptomatic and will continue to be monitored normally.